Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coronary artery stenting treatment procedure stent migration and partial deployment occurred. The lesion being treated was a 70% stenosed lesion of the posterior descending artery (pda). First the physician treated the chronic total occlusion of the right coronary artery (rca) with multiple predilations, three overlapping promus element stents, and post dilation with "excellent" results. Following treatment of the rca, the pda was noted to have significant stenosis and it was decided to treat the pda. Predilation with a 2.0x12mm balloon was completed and a 2.25x16mm promus element stent was selected for treatment. The 2.25x16mm promus element stent was advanced across the lesion and inflated to 8 atm. During withdrawal of the delivery balloon the partially deployed stent came back and became stuck in the distal rca stent. Another procedure was planned to crush the dislodged stent and place an additional stent to maintain bloodflow. The patient remained stable throughout the procedure and remains well. This product is only ous approved but it is similar to an approved us device